Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. Although a specific cause for the low flow events could not be conclusively determined through this evaluation, the account communicated that they were caused by a combination of small ventricle, right heart failure, and hypertension. A direct correlation between these events and the device could not be established through this evaluation. It was reported that the patient was experiencing frequent low flow alarms at night. The patient's fluid status and blood pressure were worked on. The account later communicated that the patient had known right heart issues immediately post-op. The patient is currently being treated for heart failure and considered for heart transplant. The submitted system controller event log file contained data captured on (B)(6) 2021 and (B)(6) 2021. Transient low flow alarms were observed on (B)(6) 2021. Of note, elevated pulsatility index (pi) values were captured during the low flow events. No other notable alarms or events were captured. The pump appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(4). No further related events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists right heart failure and hypertension as adverse events that may be associated with the use of heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management,¿ states that ¿post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate.¿ section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had frequent low flow alarms during the night time hours. The patient's fluid status was worked on as well as blood pressure. The log file captured persistent low flow alarms on (B)(6) 2021. The flow was fluctuating below the 2.5 threshold. These occurred when pulsatility index (pi) was elevated and seemed to be physiological in nature. The cause of the event was reported to be a combination of small ventricle, right heart failure and hypertension. The lvad speed was decreased and the patient was sent home on dobutamine drip as well. The patient did not report further low flow alarms.